Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging other message. The reporter alleged there is a problem with the strip; the meter says it is not full with blood. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.